Event description:
It was reported that pt underwent hip procedure in 2009. Bi-polar acetabular cup was revised the following month, due to dislocation between the bi-polar cup and the modular head. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Explant has been requested to be returned for eval. Upon return and completion of eval, a follow up report will be sent to the FDA.